Event description:
It was reported that mantis surgery (l3-s) was performed and when the surgeon tapped the patient bone with the tap and the t-handle, the movement of the t-handle was poor. Eventually, the t-handle was broken during tapping. After that the surgeon used other t-handle and continued the surgery. In addition, when the surgeon used the cannulated prove, it was broken in the patient bone. The tip of outer was broken and the tip of inner was bent. The surgeon tried to remove the fragment of the outer but it was very difficult. Then he left the fragment in the patient and continued the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned handle was received disassembled with the ball bearings missing. It is likely that the device was over-torqued causing the retaining clip to come loose and the sleeve and other components to disengage from the main handle. Furthermore, if downward pressure is applied on the sleeve of the handle, this can cause the ring to pop off. The surgical technique advises the surgeon to awl the hole prior to probing or tapping. Per the correspondence, the hole was not prepared using the awl, which can result in the user having to break through the cortical bone using the probe and tap. This may require a great deal of force if the patient's bone is considerably hard. Lastly, manufacturing record review did not reveal any manufacturing issues. Conclusion: the most likely cause of the reported event is the lack of awling prior to tapping, causing the device to be over-torqued. The patient's bone quality may have been a contributing factor, but this cannot be determined conclusively.

Event description:
It was reported that mantis surgery (l3-s) was performed and when the surgeon tapped the patient bone with the tap and the t-handle, the movement of the t-handle was poor. Eventually, the t-handle was broken during tapping. After that the surgeon used other t-handle and continued the surgery. In addition, when the surgeon used the cannulated prove, it was broken in the patient bone. The tip of outer was broken and the tip of inner was bent. The surgeon tried to remove the fragment of the outer but it was very difficult. Then he left the fragment in the patient and continued the surgery.